Manufacturer narrative:
Concomitant medical products: product ID 8870, product type: software. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who received unknown baclofen (500mcg/ml, 56.73mcg/day) in an implantable pump for intractable spasticity and multiple sclerosis. During a recent refill, the end of service (eos) date was stated to be "???." It was noted the elective replacement indicator (eri) occurred on 03-jun-2016. No symptoms were reported. The pump was planned to be returned upon replacement. Information received from the patient on 10-jun-2016 indicated the pump was currently alarming due to eri. No troubleshooting was performed. The patient was going to scheduled an appointment with the surgeon for pump replacement with 90 days. The cause of the issue remains undetermined. History: fatigue, spasticity, depression, no allergies concomitant drugs: tysabri, lesapro, ampyra, inderal, provigil.

Event description:
Additional information received from the manufacturer representative indicated the application card version used in the clinician programmer was version aah. The updated version of the application card (aar) was ordered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.